Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Luo, l y,. 01/2014. Observation of therapeutic effect of arysof toric iol for corneal astigmatism correction in cataract patients; international sci, vol 14, no. 1. Additional ino has been requested. (B)(4).

Event description:
An author of a literature article reported 11 cases of lens decentration following an intraocular lens (iol) implant procedure. The article reported seven eyes with decentration of 0.5mm, in three eyes less or equal to .5mm and one eye with 1.1mm. The objective of the study was to observe the visual quality and capsular stability after implantation of an intraocular lens in cataract patients with corneal astigmatism. Following surgery, patients were satisfied with the surgical effects and there wer no reports of visual complaints. None of the patients required readjustment of the iol position. The conclusion reported that the iol implantation of this device proves to be effective, safe, and stable method of managing corneal astigmatism in cataract patients and provides patients with good visual quality. The iol demonstrates excellent rotation and centration stability. Additional info has been requested. There are three medical device reports for associated with this article. This report is for the lens decentration.